Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis and a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-02021 and 1225714-2014-02022.